Manufacturer narrative:
(B) (4) (problem with injector) - the product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found no visible damage to the lens. There was evidence of dark fibers on the lens. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge was not returned for evaluation. (B) (4)

Event description:
The reporter stated the surgeon attempted to insert a 23.0 diopter aq2010v silicone three piece lens but had a problem with the injector. The cartridge used has not been approved by the manufacturer for use with this model lens and is off-label use. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.